Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an under infusion. The event occurred during testing in the biomedical service department. Distilled water was infused at room temperature with a volume to be infused of 20, flow rate of 40 and dose of 18.53. It was running as a primary infusion at the head height of 12 inches from the pump. It was a concurrent flow situations and there were drips observed in both drip chambers of the sets connected to be infused. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was tested for flow accuracy per swi 105-005 and passed. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.